Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: pt complained of having continuous dull pain in his left hip since the surgery. He was contacted by his surgeon regarding the recall. He had an MRI and blood work done. He states he was advised by his doctor that his blood levels are elevated and there is some indication of inflammation. He states his doctor says he will continue to monitor his condition.